Event description:
It was reported via medwatch #m5096959 that a balloon deflation failure occurred, requiring intervention. The target lesion was located in the iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during deflation, it was noted that the balloon would not deflate. Several attempts were made to deflate the balloon using insufflation device. The physician was able to get enough air out to pass balloon through retraction. Additional intervention was required. There were no patient complications reported.